Event description:
It was reported that the loop mechanism of the lasso catheter abruptly stopped functioning during a procedure. There was no patient injury reported.

Manufacturer narrative:
Multiple attempts were made to gather more information whether the catheter was withdrawn in a deflected or undeflected position. No further detail was provided.